Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as due to an unsterile procedure. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum injection (1g as start dose, followed by 250mg each bag, intraperitoneal, ongoing, frequency not reported), vancomycin injection (1g, once in every three days, ongoing, route not reported) and heparin injection (1000u each bag, intraperitoneal, discontinued, frequency not reported) for peritonitis. Thirteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional is available.